Manufacturer narrative:
Date of birth not provided. Device product code not known; device unknown. Lot number not provided.

Event description:
Doctor indicated that implant fell off the driver during the procedure.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicated the implant could not be held by the driver, and that the driver does not retain implants. The compliant is non-verifiable, as the reported driver was not returned. The root cause for the reported complaint could not be determined.